Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be surgical technique related. There is no allegation that a malfunction of an da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: error 45312 was observed occurring within the first two minutes of the procedure indicating that a loss of the right endoscope video occurred and reseating the endoscope connected was recommended endoscope serial (B)(4). Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instrument: prograsp forceps (part #471093-11, lot #k11220905-0203). A review of the site's complaint history was performed and no complaints were created against any of the instruments or endoscopes used during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted paraesophageal hiatal hernia with nissen fundoplication procedure, there was a tear in the stomach and a hole/tear in the esophagus. The procedure was converted to open surgery to resolve the event.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia with nissen fundoplication procedure, there was a tear in the stomach and a hole/tear in the esophagus. The procedure was converted to open surgery to resolve the event. An intuitive surgical inc. (Isi) clinical sales representative (csr) was contacted and additional information was obtained about the complaint: the csr said he was present for this procedure. The surgeon informed the csr that he believes the tear occurred because was having a hard time understanding how much pressure and tension he was putting on tissue while using the da vinci surgical system. The csr said this surgeon is not new to da vinci, but they are an infrequent user. The first tear occurred while the surgeon was reducing the stomach with a tip-up fenestrated grasper instrument and caused a serosal tear on the stomach. The size of the serosal tear is unknown. The surgeon was later suturing with a prograsp forceps instrument and caused a tear to the esophagus. The size of the tear to the esophagus was not provided. At that time, the surgeon decided to convert to open surgery because he thought it would result in the best outcome for the patient. It was reported that the nissen fundoplication part of the procedure was not completed, and the patient received an unplanned partial esophagectomy as a result of the complications. The surgeon mentioned that in order to perform the partial esophagectomy, a portion of the stomach would need to be resected. The csr was unaware of any product specific allegations against any da vinci products used during this procedure. Isi has attempted to obtain additional information. However, as of the date of this report, no further details have been received.